Manufacturer narrative:
The reported event of damaged helix was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. X-ray examination found the helix was normal. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the helix of the right atrial (ra) lead was twisted and damaged. The ra lead was removed and replaced. The patient was in stable condition.